Manufacturer narrative:
B3. Date of event: unknown; therefore, the first day of the aware month was selected.

Event description:
It was reported by the patient that his artificial urinary sphincter stopped working. Cystoscopy was performed and no erosion was identified. The patient further stated that the pump is completely flattened, and asked if it was something he did to cause the breakdown. There was no known trauma, and the patient discussed with patient service specialist for the next steps and potential need for revision surgery. The patient is waiting to hear back from the physician. No further information was provided.